Event description:
During an in clinic follow-up, the right ventricular (rv) lead was found to be dislodged. The physician attempted to reposition the lead to resolve the event, however, the helix was unable to be extended during the revision. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. The reported event of inability to extend the helix was confirmed. A visual inspection of the lead revealed the helix was in the retracted position and clogged with blood and tissue. An x-ray inspection of the inner coil revealed over torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be successfully extended and retracted when torque was applied directly to the inner coil. The measured full helix extension length was within required product specification. The cause of the reported event of inability to extend the helix was isolated to the helix being clogged with blood and tissue and over torque of the inner coil.